Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vision valve selected for implant using a small flexnav delivery system (ds). The patient was noted to have pericardial effusion prior to the procedure. Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 20mm, non-abbott balloon but the balloon was noted to be inflated with 1 mm less. During the procedure, while deploying the patient's pericardial effusion got worsened. It was noted in the septum and localized. The largest measured dimension of the effusion was approximately 8mm. Cardiac tamponade was confirmed. The valve was able to be implanted, and the effusion was drained. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. The patient was discharged.

Manufacturer narrative:
An event of patient effects of pericardial effusion and cardiac tamponade was reported. A returned device assessment could not be performed as the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Information from the field indicated that the patient has pericardial effusion prior to the procedure. Based on the available information, the cause for the reported pericardial effusion and cardiac tamponade could not be confirmed. An unexpected medical intervention was a result of case-specific circumstances, as a pericardiocentesis was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vision valve selected for implant using an unknown flexnav delivery system (ds). The patient was noted to have pericardial effusion prior to the procedure. During the procedure, while deploying the patient's pericardial effusion got worsened. The valve was able to be implanted and the effusion was drained. The patient's health status was unknown.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.